Event description:
Boston scientific received information from a family member of the patient with this device in late (B)(6) 2014 that this patient had died following the implant of this pacemaker system. There were no allegations of device malfunction or that the implant procedure caused or contributed to the patient's death. The funeral home obituary reported that the patient had died on (B)(6) 2014 (three days following system implant). It was confirmed that the patient died of cardiac arrest. There was no autopsy performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.